Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. All steps to gain left atrial access were performed under normal conditions, the sgc was prepped per the instructions for use, however, the column failed to hold twice on insertion of dilator into the sgc. The sgc never entered the patient. A replacement sgc was used to complete the procedure. There was no patient involved and no clinically significant delay. No additional information was provided.

Event description:
This will be filed to report a steerable guide catheter (sgc) leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. All steps to gain left atrial access were performed under normal conditions, the sgc was prepped per IFU, however, the column failed to hold twice on insertion of dilator into the sgc. The sgc never entered the patient. A replacement sgc was used to complete the procedure. There was no patient involved and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.